Event description:
This report summarizes 219 malfunction events in which the device had paint chips missing. - 219 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 217 events were previously reported during the reporting quarter; however, - 2 previously reported events were included under MFR report # 0001811755-2021-00225 but should be included under this report. - 219 previously reported events are included in this follow-up record. Product return status 210 devices were received. 6 devices were evaluated in the field. 3 devices were not available for evaluation.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h6, h10 218 events were previously reported during the reporting period; however, - 2 previously reported events in this report should have been included under MFR report # 0001811755-2021-00225. - 1 event was inadvertently excluded. - 217 previously reported events are included in this follow-up record. Product return status 210 devices were received. 6 devices were evaluated in the field. 1 device was not available for evaluation.

Event description:
This report summarizes 217 malfunction events in which the device had paint chips missing. - 217 events had no patient involvement; no patient impact.

Event description:
This report summarizes 218 malfunction events in which the device had paint chips missing. 218 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 217 events were originally reported for this failure mode during the reporting quarter; however, 1 event was inadvertently excluded. 218 reported events are included in this follow-up record. Product return status: 36 devices were received. 175 devices were evaluated in the field. 1 device was not available for evaluation. 6 device investigation types have not yet been determined.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 217 events were reported for this quarter. Product return status: 33 devices were received. 173 devices were evaluated in the field. 11 device investigation types have not yet been determined. Additional information: 217 devices were not labeled for single-use. 217 devices were not reprocessed or reused.

Event description:
This report summarizes 217 malfunction events in which the device had paint chips missing. 217 events had no patient involvement; no patient impact.